Manufacturer narrative:
The customer reports the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. As part of the mfg quality process, all catheters are inspected to ensure the device structure and integrity. In addition, samples from each lot are visually dimensionally and functionally inspected.

Event description:
Device malfunction: difficulty retrieving embolic protection device. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the provided retrieval catheter would not open to capture the emboshield embolic protection device. The retrieval catheter was removed from the anatomy and discarded. A second emboshield package was opened, and the filter was retrieved with the second retrieval catheter without problems. There were no adverse pain effects reported. Although requested, there is no add'l info available.